Manufacturer narrative:
The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found an air/water/instrument channel connector of the subject device for connecting the washing tube was broken during the maintenance by the field service engineer of olympus at the user facility. It was replaced by the field service engineer on site. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus field service engineer, omsc surmised there was the possibility this phenomenon was attributed to the following causes; it might have occurred that the connector of the subject device has loosened due to the accumulation of loosening stress because the connecting tube could not be attached and detached correctly during user handling and some timing. It might have occurred that the lock lever of the connector tube of the subject device connected to the two- pawl connector did not fit completely on one side, which increased the torque load and loosened the connector. If additional information becomes available, this report will be supplemented.